Manufacturer narrative:
(B)(4). Physio-control performed an evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic records from the device for review. Upon review of the electronic patient record from the event, physio was able to verify the shock button was pressed to deliver defibrillation. Physio-control performed a clinical review of the reported patient event and the electronic records from the customer¿s device, and concluded that the device usage did not contribute to the patient outcome. The record indicated effective defibrillation was provided and the ECG converted to a structured rhythm.

Event description:
The customer contacted physio-control to report that during patient use, their device delivered a shock on it's own without pressing the shock button. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. The customer advised physio that a spark from the defibrillation electrodes during defibrillation caused the oxygen canula, tubing and surrounding material to catch fire. The male patient did not survive the event.